Event description:
It was reported that during an unk procedure that some staples were not formed which induced the anastomotic stoma bleeding. In the operation, there was a 200cc blood transfusion. The surgeon completed the case with hand suturing.